Event description:
It was reported that episodes of non-sustained ventricular oversensing due to noise was observed. The patient was asymptomatic. The noise was not reproducible with isometrics. Fracture was also noted and clavicle crush was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.